Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with itching and discomfort at the device pocket. Upon review, vesicular rash was noted. Possible cellulitis and reaction to adhesive was suspected. Medication was provided. The patient was discharged the next day and went for a follow-up a week later. Patient was in stable condition and will continue to be monitored.